Manufacturer narrative:
Analysis of the AED's log files could not confirm the reported issue and did not identify a cause for the depleted battery pack. Analysis of the AED's log files identified that once a new battery was installed, the AED functioned as designed and could stay in service.

Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. The customer did not report this occurring during patient use.